Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of hard non inflammatory nodules, biofilm, and immune system response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported patient was injected to the prejowl sulcus with juvéderm® voluma¿ with lidocaine. Prior to injection patient was pretreated with tisept skin prep. Two months later patient developed hard non inflammatory nodules at left and right pre jowl sulcus (below the corners of the mouth in the chin region). Three days later patient was reviewed by the injecting nurse. No causative factor or trigger was identified and the nurse suspected possible biofilm, stress related, or immune system response to prolonged stress and lack of sleep. There were no signs of active infection and no erythema, redness, pain, or fever, and patient felt well. Initially, no medical or surgical intervention was prescribed and nurse advised to ¿watch and wait.¿ eventually, patient was treated with hyalase and prescribed antibiotics, which had ¿absolutely no effect at all¿. Patient was concomitantly injected with juvéderm® volift¿ with lidocaine, however there is no noted complaint against this injection. Additionally, none of the patient's previous injection sites have reacted at present. Patient was taking sertraline at the time of injection.